Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated would turn chair off before leaving their home and would come back and the joystick would be on.